Manufacturer narrative:
Customer reports they shut down the whole room. Biomed checked all connections, breakers, and the circuit. The customer re-powered the room; all functions returned to normal, and system has worked fine since. No problem or issues were found.

Event description:
On 05/21: customer reports staff performing a retrograde cystogram and other procedures on a pt under general anesthesia when the room failed. Customer provided no pt info other than to say the pt was moved to another room, all procedures completed without further incident. No reported injury.